Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level at the time of the call was 144 mg/dl. No further info was provided.